Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 2.5 months ago. Aneurysm and vessel morphology were not reported. It was reported that after the talent stent graft was implanted, a type I endoleak was evident, due to a large shelf of plaque just below the renal arteries at the proximal portion of the stent graft. The physician elected to model the stent graft with a balloon, which diminished the endoleak; however, the endoleak did not completely resolve. The physician elected not to intervene any further, but to monitor the pt. Approximately 1.5 months post-implant, as the type I endoleak had still not resolved, the physician elected to place coils proximately around the stent graft, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Intervention required) - eval results: endoleak. Large shelf of plaque below the renal arteries.